Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. Manufacturing review: the device history record review could not be performed since the lot number of the device was not provided. Investigation summary: the sample was not returned for evaluation and image was not provided. In this case, a more than 50% grade restenosis was identified in the placement site. Based on the information available a potential relation to the device or a potential device deficiency could not be verified. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the potential complications, which may occur during or after the implantation of the stent graft, the instructions for use includes: early stent graft occlusion and restenosis. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one thousand four hundred and seventy nine days post stent placement in the left iliac artery to treat a dissection, patient was diagnosed with restenosis in the target lesion and occlusion of device. No target limb re-intervention was performed. The event was assessed as being likely related to the device. The current status of the patient was unknown.